Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be constipation. On an unreported date, the patient was treated with injections of reflin 1 gram per 14 days (duration not reported) and tobramycin 40 mg per 14 days (duration not reported). At the time of the report, the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.